Manufacturer narrative:
(B)(4). Batch#: 841a27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an cecr60d reload present. The reload was received partially fired 1/16, with 5 double driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 841a27, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.